Event description:
It was reported that the customer went to the Emergency Room and was subsequently hospitalized in the Intensive Care Unit with a blood glucose (BG) level of 31-32 mg/dL. The customer alleged that the pump delivered boluses that the customer did not request however, pump logs were unavailable for Tandem Technical Support to review, therefore the allegation could not be confirmed. The customer was treated with intravenous fluids of Dextrose and steroids. At the time of the report to Tandem Technical Support the customer was still admitted to the ICU. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.